Event description:
It was reported the pt was in an "accident in august of 2013" and has not used or charged her scs ipg since that time. The pt stated she recently attempted to charge her ipg but was unable to establish any communication with her ipg. An sjm representative met with the pt and confirmed the pt's ipg does not communicate with external devices. Surgical intervention to address the issue may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.